Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose shortly after waking while using the ilet, with review indicating rises associated with morning coffee when no meal announcement was made and with late-night snacks of approximately 25 grams of carbohydrates that were not announced. Symptoms included hyperglycemia with a reported peak of 254 mg/dl and no acute clinical effects. Outcomes included no alerts above 300 mg/dl for over 90 minutes, no back-up therapy, no ketone testing, no assistance required, and no professional medical intervention or hospitalization. Investigation included customer education on appropriate use of meal and snack announcements to mitigate postprandial hyperglycemia. Investigation of this case revealed user technique contributed to hyperglycemia due to missed meal announcements for coffee and late snacks. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to missed meal announcements rather than device malfunction.